Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to company representative a patient with large amount of bilateral edema, observed at one day post lasik treatment. Reporter indicated flaps were very hard to lift after generation, and patient was on standard post operative medications only with no increase in dosage. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.